Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a red heart alarm. Later in the day, the vad coordinator reported that the patient's lvad had stopped pumping. The patient's lvad was successfully exchanged with another lvad.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.